Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused. The expected infusion time was 24 hours; however, the actual infusion took 72 (3 days) hours to completed. The device had been filled with 5-fluorouracil and 0.9% sodium chloride (nacl) infused via a PICC (central route with peripheral access) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured from december 3, 2019 - december 5, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.